Event description:
During an attempted implant, when the lead was connected to the device, real time measurements showed a lead impedance greater than 2000 ohms. The lead were disconnected and cleaned with the same results. The physician elected not to implant this device.